Event description:
As reported by the patient¿s attorney, an obtryx curved single system device (MFR report #3005099803-2013-14178) and an uphold vaginal support system (MFR report #3005099803-2013-13967) were implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced pain as a result of the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.